Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side device deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on posterior side assessed as a surgical damage. Additional observations: ¿ wear abrasion observed. ¿ creases were observed. Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Healthcare professional reported left-side deflation. Device has been explanted and replaced.